Event description:
In 2004, a patient was implanted with a gore excluder aaa bifurcated endoprosthesis. A follow-up CT scan in 2007, identified aneurysm enlargement with no evidence of an endoleak. The patient was admitted on the following month for back pain. A CT scan was performed and revealed increase in aneurysm sac enlargement with no evidence of an endoleak. The physician is planning a reintervention to reline the gore devices.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached additional device implanted in this patient and involved in this